Event description:
It was reported that a patient presented with back-up vvi mode noted on the patient's implantable cardioverter defibrillator. No information regarding intervention or adverse patient consequences were reported.

Event description:
Additional information received indicated that the patient¿s implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The ICD was explanted and replaced. The patient was in stable condition.